Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Microscopic inspection was performed and the reported problem of discoloration was verified. Functional testing was performed and the device was determined to meet functional performance specification requirements. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the extension set had a light tan discoloration. There was no damaged observed to the overpouches or shipping container. There was no patient involvement. No additional information is available. This is report 2 of 10 for this event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.